Event description:
It was reported that on (B)(6) 2010 the patient presented in backup vvi and was asymptomatic. The presenting rhythm was 67.5 ppm. A device status report confirmed memory corruption showing multiple bit flips. Impedance two months prior measured greater than 10 kohms. On (B)(6) 2010 pacing was not observed. The device reached end of life (eol) quickly. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The customer reported to philips that when they went to use the mrx on a pt, the unit unexpectedly shutdown. The staff switched to another defib, but the pt's rhythm was not shockable. The involved pt later died, but the customer has stated that the device behavior did not contribute to the pt outcome.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The product code could not be downloaded. The battery was below end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.